Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system stopped working half way through the procedure and was not delivering energy. They used a vh-3000 unit to complete the case. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were bloody and had signs of usage, and the heater was detached from the hook and bent. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and exposed wires and evidence of melting were found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "stopped working" was confirmed. (B)(4).